Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause of the observed corrosion at the objective lens and foreign material/stickiness on the control unit could not be determined, however the issues were likely the result of insufficient device cleaning/reprocessing and or external factors. Additionally, a definitive root cause of the sheath adhesive detachment could not be determined, however, the issue was likely the result of component failure due to repetitive use stress, handling and or external factors. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
During the device evaluation, the cysto-nephro videoscope was found to exhibit corrosion at the objective lens, foreign material/stickiness on the control unit and chipped/detached bending section sheath adhesive. There was no patient involvement, and no harm was reported as a result of the event.